Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address a malpositioned cup and metal sensitivity due to metal debris/wear. Update rec'd 10/11/2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from elevated ions, difficulty ambulating and sleeping.

Manufacturer narrative:
(B)(4).

Event description:
Update may 02, 2017: legal medical records received. After review of medical records for MDR reportability it was reported that the patient was revised to address pain. On the operative notes it was stated that the patient has a clear signs and symptoms of metal debris based on aspiration but no infection. In addition, the cup may be slightly more anteverted than usual but is not prejudicial. There was no evidence of impingement. Hears a metal grinding/clicking upon assesment. This complaint was updated on may 5, 2017.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq record created in order to update etq (legal system) complaint number: (B)(4) reason for original complaint patient was revised to address a malpositioned cup and metal sensitivity due to metal debris/wear. Update rec¿d 10/11/2016: litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from elevated ions, difficulty ambulating and sleeping. Complaint was updated 10/26/2016. Update may 02, 2017: legal medical records received. Pfs alleges failed device necessitating revision surgery. After review of medical records for MDR reportability it was reported that the patient was revised to address pain. Operative notes stated that the patient had clear signs and symptoms of metal debris based on aspiration but no infection. It was also mentioned that the cup may be slightly more anteverted than usual but is not prejudicial. In addition, surgeon noted metallic granulomas, one through the abductor; there was gross metallic discoloration and debris everywhere with granuloma formation¿classic metal-on-metal reaction. Chromium level was above 7ug/l. There was no evidence of impingement. Hears a metal grinding/clicking upon assesment. This complaint was updated on may 5, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.